Manufacturer narrative:
Date of event: unknown, not provided. Serial number: unknown, information not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. Model number: a complete model number was not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable. Device manufacture date: unknown as serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens(iol) had a long thread of approximately three inches attached to it. The thread was removed prior to loading the lens into the cartridge. No other information provided.

Manufacturer narrative:
Device evaluation: product evaluation cannot be performed since the serial number is unknown and model was not provided. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown and model was not provided. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.